Manufacturer narrative:
A device history record (DHR) review could not be performed as the product information was not provided.

Event description:
During an initial implant procedure of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was reported that the vlp exhibited no current of injury post-fixation. Right anterior oblique (rao) imaging revealed the vlp was near the anterior border, and contrast was injected which was seen flowing into the pericardium indicating cardiac perforation with pericardial effusion. A pericardiocentesis was performed and blood was removed. Patient remained stable and was transported to the intensive care unit (ICU). The vlp was not installed.

Event description:
Additional information received indicated the suspected location of the perforation was the anterior groove. Additionally, it was noted that the physician had difficulties pooling the blood via the pericardiocentesis for about twenty minutes. The patient was awake except for approximately two minutes where their heart rate dropped to the twenties. Anesthesia quickly restabilized the patient. Echocardiography showed fluid still existed in the pericardial sack at this point, so the physician continued to pull off. The patient eventually stabilized entirely and is recovering in the ICU.